Event description:
Physician was attempting to inject a bleeding ulcer at the pylorus. Injection needle did not come out. Continued to "bicap", but upper half of needle shot out the side of the catheter. Doctor was able to successfully cauterize. Used a needle to do sclerotherapy.